Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. The customer's blood glucose level was reported to be 205 (mg/dl). The customer stated a bolus via the pump would be delivered. A replacement usb cable and wall adapter were sent to the customer. Follow up with the customer confirmed that the pump was able to be completely charged using the replacement usb cable and wall adapter.